Event description:
According to the reporter, during a laparoscopic procedure, the lens disengaged. A piece of plastic of the lens of the trocar came loose and fell in the abdominal cavity of the patient during introduction of the trocar. It was retrieved from the abdominal cavity with a laparoscopic grasper and they finished the procedure. There was no patient injury.